Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the device had reached the eol (end of life) with a magnet rate of 77 min-1 and a voltage of 4.19v. During the previous follow-up on (B)(6) 2012, the eri (elective replacement indicator) was not reached. There was neither pacing nor therapies delivered between (B)(6) 2012 and (B)(6) 2013. Note that the device is still implanted. According to the patient volition, no replacement is scheduled.

Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.